Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was received for high out of range high voltage lead impedance. It was believed that right ventricular high impedance was due to scar tissue. It was decided to continue lead monitoring. No patient symptoms were reported.